Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). D11 - therapy date - (B)(6) 2019. This medwatch is being filed to relay additional information. The device history record for zimmer skin graft mesher serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that the handle for a mesher was not engaging. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as 1.5 cutter serial number (B)(6) and 3: 1 cutter serial number (B)(6) for evaluation. Evaluation of the device on 9 october 2019 noted that none of the pretests could be performed due to a burred bottom roller and the handle not being able to be attached. Upon further evaluation, it was found that the side plates were worn on the inside edge of the roller and that the ratchet gear was burred. The comb was found to have no damage. Review of the two returned cutters found that both produced passing cuts. Repair of the mesher occurred on (B)(6) 2019 and involved replacing the sideplates, roller, multiple bearings, the shoulder bolts, washers, and nuts, and the ratchet gear as well as recalibrating the device. The technician then tested and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. While the service technician found that the handle was not attaching properly and that the ratchet gear was burred, which would cause the ratchet to not slot properly onto the end of the roller and latch on as intended, it cannot be determined from the information provided as to what caused the ratchet gear to become defective. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It has been reported before surgery that the wrench handle was not engaging. Event occurred before surgery. No adverse events were reported as a result of this malfunction.